Manufacturer narrative:
Patient country: united states patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states on 26-apr-2024, it was reported that patient faced an infusion set was leaking event. Patient went to emergency room due to hyperglycemia. The blood glucose level was 572 mg/dl at the time of event. The length of hospitalization was one day. No further information available.